Manufacturer narrative:
A wallflex fully covered biliary stent and delivery system were returned for analysis. The device was received with the stent deployed. The shipping mandrel was not returned. Visual evaluation found the tab at the guidewire port was pushed into the inner lumen. During functional analysis, a guidewire was inserted into the tip of the delivery system, and exited the guidewire port without difficulty. There was no damage to the inner shaft. No other damage was noted with the device. Based on the evaluation of the returned device, the complaint that the guidewire was difficult to introduce into the stent system was not confirmed. The most probable cause is that the tab was pushed into the inner lumen of the delivery system. Additionally, the shipping mandrel is supposed to be kept in place until the guidewire is inserted into the delivery system; it is likely that the tab was pulled into the lumen by the guidewire as it was being removed from the delivery system or as a result of manipulation.

Event description:
It was reported to boston scientific corporation on may 24, 2016, that a wallflex¿ biliary rx stent was to be used to treat a stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016 according to the complainant, during introduction, it was difficult to introduce the guide wire into the delivery system of the stent. When the guide wire was pulled back, the outer sheath of the stent was also pulled deploying the stent outside the patient. The procedure was completed with another wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex biliary rx stent was to be used to treat a stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during introduction, it was difficult to introduce the guide wire into the delivery system of the stent. When the guide wire was pulled back, the outer sheath of the stent was also pulled deploying the stent outside the patient. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.